Manufacturer narrative:
This report is submitted september 20, 2019.

Manufacturer narrative:
This report is submitted on sept 4, 2019.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019 (symptoms unknown). The patient was reimplanted with a new device during the same surgery.